Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nephew reported via phone call of customer's hospitalization for high and low blood glucose levels. The caller states the customer was found unresponsive and taken to the hospital. The customer's blood glucose level had been as high as 868mg/dl. The customer's lows were unknown. The customer's most current level was 200mg/dl. The caller declined to provide further hospitalization information. The caller states the customer was advised to stay off the pump until it was functioning as designed. The caller requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corner.